Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, scratched reservoir tube window, and a cracked reservoir tube lip. No damage was noted to the liquid crystal display board.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 500 mg/dl. The customer was treated with manual injections novolog. The customer was admitted at hospital on (B)(6) 2015. The cause of the emergency room visit as per healthcare provider was diabetic ketoacidosis. The hospital gave the customer 2 bags of liquid. They had her do a complete set change yesterday morning prior to emergency room visit. The customer will call in to troubleshoot when they are back with the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.